Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, the user¿s report was confirmed, the lamp was not lighting. Evaluators tried replacing the lamp with a new one, but that proved unsuccessful. Additionally, the light guide connector was found worn. The white ring on the light guide connector as well as the rubber foot both had a poor appearance with material missing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus halogen light source's lamp was not lighting during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the lighting failure. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the temperature fuse was disconnected. Olympus will continue to monitor field performance for this device.